Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an attempt to perform a firmware upgrade, the pulse generator went into back-up operation. The upgrade was not reattempted. The device was restored successfully. The patient was stable.